Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 542 mg/dl. Customer treated their high blood glucose with a manual injection. Customer had used their abdomen for their site since 2002 and may have experienced high blood glucose due to scar tissue. Customer was advised to change the set, their site and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to call back when they receive the tubing clamp in order to perform the high pressure test.